Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that torsion and tensile stress generated with wire manipulation might have been locally accumulated on the distal segment of the sion blue guide wire while the distal segment of the guide wire had been caught by the calcified lesion. Consequently, the coil could be unraveled and the guide wire could be fractured. It was concluded that the reported event was not attributed to the product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that two asahi sion blue guide wires were used during a percutaneous coronary intervention (pci) to treat an unspecified lesion in the left anterior descending artery (lad). The sion blue guide wire that was placed in the distal lad was left prolapsed for about 15 minutes. During removal, the sion blue guide wire encountered calcium in the proximal lad and the wire tip broke off. An unspecified stent was then placed to trap the wire fragment.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the affected device was returned to manufacturer on march 27, 2025, the lot number was confirmed to be 240902a151 instead of 241108a061 according to the product label that was included in the package. Therefore, lot #, expiration date and primary unique device identifier (UDI) # in d4 were updated. The reported sion blue guide wire was returned for evaluation. The outer coil of the returned sion blue guide wire was found elongated for approximately 520mm from the proximal-mid solder (set at 70mm from the tip for the purpose of fixing the outer coil onto the core wire) and then fractured. The distal end of the inner coil was observed at approximately 70mm distal to the proximal-mid solder. Microscopic observation of the fractured outer coil found that the fractured end was twisted due to torsion and necked by tensile stress. The distal ball tip was not observed. Traces of solder material were found at the distal end of the inner coil, indicating that the inner coil was not fractured. When the inner coil was unwound for observation purpose, the twist wire was found fractured at approximately 63mm distal to the proximal-mid solder and the core wire was fractured at approximately 50mm distal to the proximal-mid solder. Necking by tensile stress was observed on each fracture end of the twist wire and the core wire. Measurement of the returned guide wire suggested that approximately 20mm of the outer coil including the ball tip, approximately 7mm of the twist wire and approximately 20mm of the core wire were detached and remained in the patient anatomy. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress generated with torquing and pulling manipulation might have been locally accumulated on the sion blue guide wire while the wire tip was caught by the calcified lesion, fracturing the core wire and the twist wire. Further applied tensile stress generated with removal then caused the distal coil to be unwound and fractured. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.